Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that loss of capture was noted on the his bundle (right ventricular) (rv) lead one day post operatively. A chest x-ray was taken and during lead revision it was noted that a "bundle of tissue" was attached to the helix of the lead. The lead was explanted and replaced. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.